Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Drive support cap was normal. Customer's blood glucose was 290 mg/dl. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test, occlusion test due to motor error alarm. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.